Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc xr t1 pps 17x154mm mm t1 cat# 51-105170 lot# 3201696, tprlc xr t1 pps 16x152mm mm t1 cat# 51-105160 lot# 2867464, tprlc 133 t1 pps ho 16x152mm 2mm t1 cat# 51-104160 lot# 2775665, tprlc xr t1 pps 16x152mm mm t1 cat# 51-105160 lot# 3604995, tprlc xr t1 pps 15x150mm mm t1 cat# 51-105150 lot# 2973390. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01308, 0001825034-2020-01309, 0001825034-2020-01311, 0001825034-2020-01313, 0001825034-2020-01314.

Event description:
It was reported that debris was identified within sterile packaging. No patients were involved. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4) updated: b4, b5, d4 (UDI), d10, g4, h1, h2, h3, h6, and h10 reported event is considered confirmed as the sterile packaging (blister and foam) is damaged and there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. Sterility was not compromised. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event it likely to be damage during transit causing the foam packaging to become abraded and shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.